Event description:
New information received notes the noise of the atrial lead was reoccurred. The atrial lead was capped and replaced on (B)(6) 2023. The patient was in the stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
The atrial lead exhibited noise. No intervention was performed and the patient status was unknown.